Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "airway pressure sensing failure - 1052" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll singapore. The customer's report was duplicated and the smart pneumatic module board was replaced to remedy the report. The smart pneumatic module board and vent assembly were returned to zoll medical corporation, united states. The customer's report was verified and attributed to a faulty airway pressure transducer on the smart pneumatic module board. The airway pressure transducer was replaced to remedy the report. Analysis of reports of this type has not identified an increase in trend.